Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia with a high glucose alert and blood glucose values up to 454 mg/dl while also receiving an ¿insulin set expired¿ message and observing insulin leakage near the cartridge and absent drops during tubing fill with a contact detach infusion set; the user performed multiple supply changes and ultimately reconnected fully with guidance, after which glucose trended down to 193 mg/dl. Symptoms included hyperglycemia without reported ketoacidosis or other complications. Outcomes included no hospitalization and resolution of elevated glucose after successful reconnection and pump-delivered insulin. Investigation included remote troubleshooting, review of infusion set connections, verification of luer lock orientation, sequential component isolation (long versus short tubing), and directed replacement of cartridge and infusion set components. Investigation of this case revealed inconsistent insulin delivery likely related to infusion set or cartridge connection and possible leakage at the cartridge interface, with restored delivery after complete replacement, consistent with an infusion system issue rather than a pump electronic malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with infusion set or cartridge connection leakage contributing to hyperglycemia.